Event description:
I had 20 year old implants removed due to capsular contraction on the left, the breast was deformed and hard as a rock for 18 years. The right breast has a lot less fluid left in it. I had been sick for ten years with all kinds of illness including join pain , memory loss, headaches, dizzy spells, migraines, dry eyes, pain in hips, pain in tail bone, fibromyalgia, chronic fatigue, autoimmune illness, ibs, sleep problems, pain in neck and shoulders. Haven't had period in three months, intolerance to alcohol. I had the implants removed in 2005. The left capsule was removed, but not the right, I had to go back to a general surgeon to remove residual capsule on the right. The surgeon found blue nodules and free floating silicone. This breast has had three surgeries and is now a different size. I am still very sick, I had surgitek bilumen. I was told that I was getting saline and that they would last a lifetime and were completely salt water. I found out after they were removed that they did contain silicone, it was found in my breast tissue. I breast fed both my children and they both had problems. I have been sick for ten years, my daughter's whole life. I didn't know what it was making me so sick. It took ten years and over 50 drs and tests to finally figure it out on my own. I lost my job, my home, my health. I had no income. I didn't know what to do or even how to take care of myself, I didn't have a clue what to do. I couldn't function. It took about 6 months after getting the implants out to get my memory back, but I am still waiting to get better, I can't work. I am waiting for social security for 3 years; nothing from them yet. I can't function. I love my profession and loved my job. Now I have to stay in bed most of the day and I feel like I am dying. My implants were put in 1985. If I would have known they expire after ten I could have had them removed and not gotten sick, I got sick ten years into having them.; but I was lied to. I told the dr no silicone. He said only saline. That was a lie.